Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a broken reservoir tube lip, cracked reservoir tube window, cracked battery tube threads, a cracked case at a display window corner and a missing end cap sticker.

Event description:
It was reported that the insulin pump may not have been pumping insulin and the customer did not receive a no delivery alarm. Customer's blood glucose was 517 mg/dl. She treated with injection and changed the infusion set. Troubleshooting was performed. The customer was assisted in changing the fixed prime amount to the appropriate number of units. The displacement test was performed and passed. Nothing further reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.